Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet delivered insulin too aggressively, leading to recurrent low glucose after corrections of high glucose; the user paused insulin, consumed carbohydrates for recovery, and then performed a factory reset with guidance from their diabetes educator, after which glucose control improved, and education on meal announcements was reinforced. Symptoms included hypoglycemia following correction of hyperglycemia. Outcomes included use of oral glucose to treat the low glucose episode. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific device findings and insufficient information to identify a device component or define a device malfunction beyond the reported behavior. It was concluded, based on previously established findings for similar reports, that the cause was not established.